Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of "low", although specific value was not provided. Cause was not known. Customer consumed carbohydrates and glucagon to address bg. Recommendation was made to consult with a healthcare provider regarding diabetes management.